Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Thromboembolic events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post-procedural thromboembolic events over the last six months. No additional information was provided.